Event description:
A (B)(6) user facility has reported loose bed rails. The provider changed the hardware on the assist rail with lock nuts instead of the black wing nut. The device has been in use for approximately 2 weeks. No injury.